Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer had a sensor in which the copper wire came off when the needle was pulled out. Blood glucose level at the time of the incident was 90 mg/dl. Blood glucose level near the time of the call was 216 mg/dl. The customer's parent was advised that the sensor would be replaced and agreed to return the product for analysis.